Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the procedure was being performed on a female patient in labor and delivery. When the tray was opened they have found the contents moved around enough that ampule was broken including but not limited to the saline and lidocaine vials. When this occurred they opened another kit and use it for the procedure. There has been a delay in treatment with no harm to patient and no patient death or complications were reported.